Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dr.(B)(6) got some sample in the first penetration. But on the second attempt, the sheath bent. They could not use this product anymore for biopsy, and the new procore 20g was used. Devices were returned and both needles were broken.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 2 units of lot c1524319 of echo-hd-3-20-c were returned opened in their original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken distally on the first device returned. The needle was found to be broken in 3 different locations on the second device returned which would likely have been a cascading effect of each other. Clarification was requested to determine if both devices were used in one case, same complaint description and from the same lot and this was confirmed. Clarification was also requested to determine if the broken needle part from the first device was retrieved. It was confirmed that after the procedure the needle was removed and the broken needle was recovered from outside. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1524319 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1524319. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle broken was observed in the laboratory on both devices. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: dr.(B)(6) got some sample in the first penetration. But on the second attempt, the sheath bent. They could not use this product anymore for biopsy, and the new procore 20g was used. Devices were returned and both needles were broken.